Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-11.no device catalog was reported, therefore a lot history review is unavailable.

Event description:
Received incrowd survey 38411 heartstring iii pms- july 2024, where they commented "the wings get in the way sometimes" when asked about the use of getinge heartstring iii. The heartstring iii loading device allows the surgeon to visualize the seal rolling and loading processes as well as seal entry into the delivery tube.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.